Event description:
Information was received indicating that this ambulatory infusion pump exhibited a double beep for no cassette. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One used pump was received for investigation. A visual inspection found the device to be in good physical condition. Fourteen "no disposable" alarms were found in the event history log. Simulated use testing was unable to replicate the error with or without a disposable attached.